Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the outer body was kinked on its proximal shaft . The outer body distal shaft was compressed proximal to the stent and distal to the stent location. The inner body was returned inside the outer body. Attempts were made to push and pull the inner body. The inner body was moving in the outer body, but there was a lot of friction when the inner body was being pushed and pulled in the outer body. The inner body was cut at 1.7cm from its distal end and pulled out of the outer body. The inner body middle shaft was found to be kinked as well. No other anomalies were observed. The stent was not returned. The functional evaluation was could not be performed. However, there was a large amount of friction while the outer body was being withdrawn. The anomalies found on the inner body and outer body are known to adversely affect the functional performance of the products. Information from the complaint indicated that continuous flush was maintained, the device was prepared as per the dfu, the stent couldn't pass the siphon segment, so the operator tried to push the inner catheter of the stent and it couldn't work. It is possible that the reported premature deployment of the stent was caused by caused by the inner body being advanced independently of the entire system. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during the stent assisted balloon angioplasty of the stenosed supraclinoid segment of left internal carotid artery (ica), resistance was observed while advancing the stent. The operator tried to push the inner catheter of the stent and it couldn¿t work. While removing the stent, it deployed in the ica c2 segment. In physician¿s opinion, the vessel was too tortuous. The procedure was successfully completed using another stent. No clinical consequences to the patient were reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the stent assisted balloon angioplasty of the stenosed supraclinoid segment of left internal carotid artery (ica), resistance was observed while advancing the stent. The operator tried to push the inner catheter of the stent and it couldn¿t work. While removing the stent, it deployed in the ica c2 segment. In physician¿s opinion, the vessel was too tortuous. The procedure was successfully completed using another stent. No clinical consequences to the patient were reported.